Event description:
Device will not power on and is making a ticking noise. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2014. The returned pad-pak DHR was investigated showing it was 1 of 200 pad-pak¿s manufactured on the (B)(6) 2018 from lot a2950, 196 of which were shipped to heartsine on the (B)(6) 2018. Upon receipt the device could not be powered on with the returned pad-pak (expiry december 2022), as per the reported fault. Further investigation revealed the pad-pak was depleted beyond any use, with each individual cell severely depleted. Information from the history log showed 18 occasions in which the ambient temperature was significantly below the minimum indicated standby temperature of 0°c, with a low of -10.9°c on the 14th february 2016. Furthermore, no self-tests were recorded for a period of almost 3 weeks after the 28th october 2018, indicating that the pad-pak had been removed. Upon reinstallation on the 15th november 2018, a 2v voltage decrease was recorded and a low battery warning was issued 2 weeks later on the 2nd december 2018. The sam 350p performed to specification throughout testing at heartsine. The battery monitoring functionality was verified by temperature cycling between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days while performing self-tests every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. Given the history of adverse storage and no fault identified on the device, the depletion of the pad-pak was likely related to storage outside of the indicated conditions. Furthermore, the reported issues of a rapid ticking noise and all leds flashing were not witnessed during investigation. However, previous experience has shown these to be symptoms of a severely depleted battery. By the time of investigation, the battery had likely depleted beyond the capability of displaying these symptoms. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device will not power on and is making a ticking noise. There was no patient involved in this event.